Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was disconnecting the following information was received by the initial reporter with the following. It was reported that the infusion set (thermo sureplug ad infusion set) was disconnected immediately after it was connected.

Manufacturer narrative:
Investigation results: one mz5303 sample was received without packaging for investigation; no residual fluid was present in the tubing and no connecting product was returned. The customer reported that the maxzero disconnected immediately from the thermo sureplug ad infusion set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure; no inadvertent disconnection occurred throughout testing despite attempts at manipulation. Furthermore, no leakage was observed from any part of the infusion set throughout pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be 23109098. A review of the production records for lot 23109098 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
No additional information.